Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 two xience prime ll stents (3.0x33 and 3.0x38 mm) were implanted in the proximal left anterior tibial artery (ata). On (B)(6) 2023 the patient had increasing symptoms of left foot numbness and calf pain. The patient was unsteady on his feet. The patient's left foot was cool to touch and had no pedal pulses. Left leg ultrasound showed a patent femoral (fem) to anterior tibial (at) graft with dampened flow distally and sluggish peroneal at run off. Computerized tomography (CT) angiography of the lower left leg showed a distal occlusion in the left fem-at graft and proximal occluded ata. The medication administered included subcutaneous anticoagulant medication. There was thrombus in both study stents. On (B)(6) 2023 elective thrombectomy and angioplasty were performed in the diseased ata and in the ata stents (study stents) distal to the graft anastomosis with a successful outcome followed by a long rehab period. Patient was discharged to an independent living village on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effects of pain and thrombosis/ thrombus is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.